Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device was checked and most impedances were out. The rep deleted all groups. The rep used the remaining 4 contacts 2, 3, 4, 5 but did not get coverage to the knees. The next impedance check revealed 2, 3, 5, and 12 were within normal limits. The patient said a doctor told her the leads were frayed. The patient was offered to explant the device, but she declined at this time because the device doesn¿t bother her, and she will leave it turned off. No further complications were reported.